Event description:
It was reported that during a procedure to treat a de novo lesion in the circumflex with moderate tortuosity, moderate calcification, and 80% stenosis, pre-dilatation was performed with a voyager balloon catheter. A 3.5x18 mm vision stent delivery system (sds) was advanced to the lesion; however, after repeated attempts to inflate the sds balloon, the balloon did not inflate. The 3.5x18 mm vision sds was withdrawn from the patient anatomy without resistance and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the balloon to inflate was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.